Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that upon interrogation of the patient's pacemaker, inappropriate automatic mode switch episodes due to far r-wave oversensing were observed. Programming changes were discussed, no intervention was performed. No adverse patient consequences or symptoms were reported.

Event description:
New information noted that programming changes were made on 15 oct 2019. The patient's condition was stable after the event.